Manufacturer narrative:
(B)(4). Medical product: unknown nexgen articular surface, catalog#: unknown lot#: unknown, unknown nexgen stemmed tibial tray, catalog#: unknown lot#: unknown, unknown nexgen bearing, catalog#: unknown lot#: unknown, unknown patella, catalog#: unknown lot#: unknown. Report source: (B)(6). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient underwent a total knee arthroplasty revision to address a distal femoral bone fracture. All components were removed and replaced with revision system components. Attempts have been made and no further information has been provided.